Event description:
It was reported to medtronic minimed that the customer reported physical damage to pump. The customer reported no adverse event. The event involved product mmt-1885. Troubleshooting was performed. No harm requiring medical intervention was reported. Product return was requested for mmt-1885 and insulin pump was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Unit powered on with unexpected blank display. Pump was cut open to perform a visual inspection and found moisture damage on pcba1 and battery tube. Test p-cap locked in place properly during testing. The following damages were also noted: battery tube threads - cracked, cracked case-corner of belt clip rails, cracked case (battery tube), stained keypad overlay, pillowing keypad overlay, corroded battery tube and scratched case in summary, blank display confirmed due to corroded electronic assembly, isolate to electronic stack. Cosmetic damage at backside of pump confirmed per visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.